Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped while performing the load process. Customer's blood glucose (bg) level was 310 mg/dl; however, the cause was due to not giving enough insulin for dinner. Customer stated bg level was not related to malfunction. Reportedly, the customer had manual injections as alternate insulin therapy.